Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve underwent a valve in valve procedure after an implant duration of three years ten months due to unknown reasons. A 26mm 9750tfx valve was successfully implanted without issues.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: h6 (component code, device code, type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potentials known and unknown patient-related contributing factors. Per technical summary (B)(4), structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including history of coronary artery bypass graft (CABG) and severe peripheral vascular disease. H11: corrective data: information under section a1: patient identification and section e1: initial reporter previously submitted in the initial medwatch# 32264 was in error. The sections have been updated and this correction is being submitted. All pertinent information available to edwards lifesciences has been submitted.

Event description:
It was reported that a patient with a 25mm 7300tfx mitral valve underwent a valve in valve procedure after an implant duration of three years, ten months due to severe mitral stenosis. A 26mm 9750tfx valve was successfully implanted without issues. The patient was transferred to the recovery room in stable condition and was discharged on pod# 2.